Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported experiencing occlusion problems during a case. A new handpiece and cassette were used, but this did not solve the issue. The problem resolved by changing out the tip. There was no harm to the patient.

Manufacturer narrative:
The system was examined and the reported event was not replicated. The company representative did not indicate finding any issues with the handpiece that would have attributed to the reported event. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The associated system was manufactured on october 24, 2007. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).